Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device is providing inaccurate sphb readings. Customer reported that the device has been consistently providing results off by 3.5+g/dl compared to venous blood draws (which is considered low). The event occurred with 10 (or more) patients since (B)(6) 2015. Pt population is male and female pediatrics. There were no consequences or impact to the pt.